Manufacturer narrative:
B3: the date indicated is an approximation as the customer stated the exact event date is unavailable. The customer was unable to provide the requested information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text: single-use, device discarded.

Event description:
The consumer reported three (3) false negative results with the binaxnow covid-19 ag self test for multiple patients performed on unknown date. This MFR. Report addresses patient two (2) of three (3). Additional testing was performed (platform - unknown) and generated a positive result. The consumer stated all three (3) patients were sick. No additional patient information, including treatment and outcome, was provided.